Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, diabetes, copd. Complications reported included permanent pacemaker, prolonged mechanical ventilation, pain; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "feasibility of euroqol-5 dimensions (eq-5d) and euroqol visual analogue scale (eq-vas) assessment in routine postoperative follow-up after surgical and transcatheter heart valve interventions: a pragmatic cross-sectional pilot study" was reviewed. The article presented a retrospective single center study, to evaluate the feasibility of eq-5d (euroqol-5 dimensions) and eq-vas (euroqol visual analogue scale) implementation in routine postoperative follow-up and to explore associations between hrqol and selected clinical variables. Devices mentioned include mitraclip. The article concluded that implementation of eq-5d and eq-vas in routine postoperative follow-up after heart valve interventions is feasible, well accepted by patients, and provides meaningful insights into perceived recovery. These findings support the integration of pragmatic hrqol assessment into real-world cardiovascular practice and provide a foundation for future longitudinal studies evaluating the role of patient-reported outcomes in guiding patient-centered care. [The primary author and corresponding author was andre marinescu at titu maiorescu university institution with corresponding email m.andradenis@yahoo.com]. The time frame of the study was not specified. A total of 34 patients were included in this study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, hypercholesterolemia, diabetes, copd. (B)(6), unk mitraclip peri- and post-procedural complications included permanent pacemaker, prolonged mechanical ventilation, pain.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.